Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6x150mm smart flex self-expandable stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning passages and the device was released. After opening an initial 2 centimeters, great resistance was observed to release the device, making it impossible to use. Opted to remove the device and not use it. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern on a gray background was clearly visible. The product was inspected and prepared according to the IFU, and no unusual observations were made with the stent delivery system prior to use. When removed from the tray, the stent was still attached to the outer limb/sheath. The stopcock was not attached to the y-connector of the tuohy borst valve, but the valve was in the locked position after opening the package. There was no difficulty flushing the stopcock. The vessel tortuosity was none. The sds was not advanced beyond the lesion or retracted into the lesion prior to stent deployment. The smart sds handle was held flat and straight out of the patient as instructed. No unusual force was applied during stent deployment. The device is being returned for evaluation. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6x150mm smart flex self-expandable stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning passages and the device was released. After opening an initial 2 centimeters, great resistance was observed to release the device, making it impossible to use. Opted to remove the device and not use it. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern on a gray background was clearly visible. The product was inspected and prepared according to the IFU, and no unusual observations were made with the stent delivery system prior to use. When removed from the tray, the stent was still attached to the outer limb/sheath. The stopcock was not attached to the y-connector of the tuohy borst valve, but the valve was in the locked position after opening the package. There was no difficulty flushing the stopcock. The vessel tortuosity was none. The sds was not advanced beyond the lesion or retracted into the lesion prior to stent deployment. The smart sds handle was held flat and straight out of the patient as instructed. No unusual force was applied during stent deployment. The device was returned for evaluation. A non-sterile ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, one kink was observed approximately 126.5 cm from the distal tip. Additionally, the proximal end of the outer sheath was found to be separated from the hemostasis valve at 129 cm from the distal tip. The stent was partially deployed without any damage, and the hemostasis valve was tightly closed. No other notable details were observed on the returned device. A functional test could not be performed due to the severe kink and separation, which impeded normal functionality. The separated edges of the outer sheath were evaluated using a vision system, revealing evidence of elongations at the edge. These elongations are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material's yield strength prior to the separation. A product history record (phr) review of lot 341213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was visualized as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Additionally, a separation of the outer sheath was observed along with a kink suggesting tensile forces were exerted on the device and impeded a proper functional analysis. Therefore, based on the information available for review it is likely vessel characteristics, although unknown, procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 6x150mm smart flex self-expandable stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning passages and the device was released. After opening an initial 2 centimeters, great resistance was observed to release the device, making it impossible to use. Opted to remove the device and not use it. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern on a gray background was clearly visible. The product was inspected and prepared according to the IFU, and no unusual observations were made with the stent delivery system prior to use. When removed from the tray, the stent was still attached to the outer limb/sheath. The stopcock was not attached to the y-connector of the tuohy borst valve, but the valve was in the locked position after opening the package. There was no difficulty flushing the stopcock. The vessel tortuosity was none. The sds was not advanced beyond the lesion or retracted into the lesion prior to stent deployment. The smart sds handle was held flat and straight out of the patient as instructed. No unusual force was applied during stent deployment. The device is being returned for evaluation. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 341213 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6x150mm smart flex self-expandable stent (ses) was used for angioplasty of the right superficial femoral artery. Saline solution was infused into the cleaning passages and the device was released. After opening an initial 2 centimeters, great resistance was observed to release the device, making it impossible to use. Opted to remove the device and not use it. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern on a gray background was clearly visible. The product was inspected and prepared according to the IFU, and no unusual observations were made with the stent delivery system prior to use. When removed from the tray, the stent was still attached to the outer limb/sheath. The stopcock was not attached to the y-connector of the tuohy borst valve, but the valve was in the locked position after opening the package. There was no difficulty flushing the stopcock. The vessel tortuosity was none. The sds was not advanced beyond the lesion or retracted into the lesion prior to stent deployment. The smart sds handle was held flat and straight out of the patient as instructed. No unusual force was applied during stent deployment. The device is being returned for evaluation. The device will be returned for evaluation.